Event description:
Complainant alleged that while treating a pt (age and gender unk) the device inappropriately displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt.